Event description:
The patient under went the successful coil embolization of a ruptured left choroidal artery aneurysm. At a routine follow-up visit approximately eleven month post procedure, angiography revealed the worsening occlusion of the aneurysm. Twelve months post procedure, the patient underwent a second procedure during which five coils were implanted without issue. There was no reported clinical consequence to the patient.

Manufacturer narrative:
There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.